Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a crack at the fiber/cap fusion zone near the bevel surface; the fiber proximal to fracture cannot rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that the "fiber was cracked" was observed. The fiber was exchanged and the procedure was completed utilizing the second fiber. Patient outcome: "ok" reported. No injury to patient was reported.